Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to visualization of foam particles in the face mask. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report box h: (device) problem code grid was incorrectly filed and coded as "appropriate device problem term/code not available", in this report it has been corrected to "contamination/ decontamination problem" coding.